Event description:
The customer reported during the process of demonstrating the equipment that there was no audio emitted upon initial power up. The device was not on a patient at the time of the reported event.